Manufacturer narrative:
Subject product evaluation found the peg glass cartridge was broken inside the applicator housing. The broken fragments were all returned. The push rod had been inserted and progel product was found inside the applicator tip, indicating the push rod had been advanced at some point. A center rail lock on the locking push rod was also damaged. This can occur if the push rod is inserted incorrectly or if forces are applied after set up. Based on the sample evaluation, the most likely cause of the broken glass cartridge is determined to be due to an event occurring during user/device interface. The IFU for the progel product instructs the user "cartridges can be loaded into the delivery system in any order. Gently press the cartridges to seat them into place." And "during applicator assembly, the progel push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." A review of the manufacturing records was performed and found that the lot was manufactured to specification. A review of the subject lot found this to be the first complaint reported for the (B)(4) units released to stock in october of 2018. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one progel kit had a broken glass vial inside the kit when it was opened. The contact reported that there was no damage noted on the outer box or the outer shipping carton when it was received. The problem was noted when opened during the case. The broken glass was noted inside one of the pre-loaded cartridges. The contact confirmed that there was no loose glass in the package. This condition was found in preparation for use and not on the sterile field. There was no patient involvement.

Manufacturer narrative:
Multiple attempts to obtain the sample, however the subject product was not returned for evaluation were made. Without the subject product or additional information, a definitive conclusion as to when/how the glass vial was damaged cannot be determined. If the sample is returned or additional information is received, this file will be updated. The IFU for the progel instructs the user: if package and/or product integrity have been compromised, (i.e., damaged package seal, or broken glass) do not use or re-sterilize the contents. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A review of the subject lot found this to be the first complaint reported for the 464 units released to stock in (B)(6) 2018. Device requested, but not returned.

Event description:
It was reported that one progel kit had a broken glass vial inside the kit when it was opened. The contact reported that there was no damage noted on the outer box or the outer shipping carton when it was received. The problem was noted when opened during the case. The broken glass was noted inside one of the pre-loaded cartridges. The contact confirmed that there was no loose glass in the package. This condition was found in preparation for use and not on the sterile field. There was no patient involvement.